Event description:
The customer reported the system had a communication errors that caused an alarm. This is consistent with a system lockup. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.